Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-26. H6: investigation summary: customer returned (1) open 4mm, 32g pen needle without the tear drop label, inner shield, or outer cover. Customer states that the rear cannula end is broken and it gets stuck. The returned pen needle was examined and exhibited a broken non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. Unable to perform DHR check due to an unknown lot number for broken cannula npe. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause is user related. The non patient end of the cannula was broken during use of the product by the customer.

Event description:
It was reported that unspecified bd¿ pen needle cannula broke. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the rear cannula end is broken and it gets stuck.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needle cannula broke. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported that the rear cannula end is broken and it gets stuck.